Manufacturer narrative:
The devices have not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the samples. Additionally, the affected lot numbers were not provided; therefore, device history record reviews could not be performed. Solventum will continue to monitor.

Event description:
A user facility reported multiple incidents involving the spike on the 3m¿ ranger¿ blood/fluid warming high flow set detaching from the tubing during use. The reported events occurred while a 3m¿ ranger¿ pressure infusor was in use, with some detachments occurring after administration of one unit of blood and others after multiple units. Additional events reportedly occurred during blood unit changes. No patient injuries, adverse health consequences, or medical interventions were reported as a result of the alleged malfunctions.